Event description:
It was reported to depuy acromed by a pt that pt is experiencing pain due to their spinal surgery and has been out of work since 1990. According to the complainant, they were implanted with 2 cervical cages in 1994 at c5-c7. A f/u with the surgeon in 1996 showed signs of fusion. The pt is osteoporotic. The cages remain implanted. The part and lot numbers were not reported by the complainant. No investigation can be performed with the reported info.